Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. There was no evidence to suggest that any part of these processes caused the lens to be dislocated anteriorly. Additionally, we have not received any other complaints from this batch. Furthermore, lenstec cannot comment on the compatibility of the cartridge used. The lens was discarded and we are therefore unable to determine why the lens was noted as being dislocated in the eye. However, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "that due to issues with the lens, referred by doctor, the lens was explanted and removed due to anterior dislocation of the lens. Another lens of a different model was implanted successfully in the patient's eye."